Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer reloading the same cartridge to resolve the issue.